Manufacturer narrative:
No ventilator logs have been provided and no service on the ventilator has been requested. The user facility performs service by themselves. Information about the current status of the ventilator has not been provided. No investigation has been possible, therefore the root cause of the reported alarms has not been determined. H3 other text : 4117.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #:(B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI), # h4 manufacture date. D1 - brand name - previous brand name: servo-s, - corrected brand name: servo-s base unit d4 - version or model # - previous version or model #: servo-s, - corrected version or model #: 6640440 d4 - unique identifier (UDI)# - previous unique identifier (UDI)#: missing, - corrected unique identifier (UDI)#: (B)(4). H4 manufacture date - previous manufacture date: 02/11/2021 - corrected manufacture date: 02/04/2021

Event description:
Manufacturer's ref #: (B)(4).